Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke during surgery. The procedure was competed with an alternative driver. There were no reported patient impacts.

Manufacturer narrative:
Additional information: (methods, results and conclusions) - the returned driver was examined. The pentalobe tip was found to have fractured off. The cause of the fracture is likely due to material weakening overtime and subsequently fracturing due to a force that exceeded the mechanical limits of the inserter. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
T was reported that the tip of a driver broke during surgery. The procedure was competed with an alternative driver. There were no reported patient impacts.